Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The wall-mounted power supply box that was replaced is in the process of being returned to the MFR for further eval. The serial number and mfg date is unk at the time of this report. Eval summary: a field service technician evaluated the device in the field and could not replicate the issue. The surgical lights turned on when the field service tech powered them up. Although no failure could be detected, the field service technician replaced the power supply box for the customer. The power supply box is being returned to the MFR for further eval. This is not a single use device.

Event description:
(B)(4): the customer reported that both led surgical lights in the operating room are unable to turn on. There was no pt involvement reported and no adverse consequences reported.